Manufacturer narrative:
Correction made to d4: unique identifier (UDI)#: (B)(4) (previously submitted as ni). Correction made to f10/h6: medical device problem codes: a050401 (previously submitted as a0501). Correction made to f10/h6: component codes: g0405203 (previously submitted as g04034 and g04070). H11: six (6) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the events occurred on an unspecified dates from january to september 2024. The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) minicap transfer sets leaked at the twist clamp. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.